Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. During the evaluation visual signs of excessive motor bearing wear with shaft end play, and black material around the bearing were observed. Also the motor bearing's excessive axial play had caused the magnet wheel to wear against the encoder board, causing damage to the encoder board traces. Incidental observations other than internal to the motor were an impression on the motor tape from the lower bearing housing, and an impression on the processor board shielding tape and back flex. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.